Event description:
A (B)(6) distributor contacted zoll customer support to report that at pt's monitor case was damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation, the monitor end cap was broken free from the monitor casing. The damage to the case caused the black high-voltage wires to break free from the auxiliary pca board. The root cause for the damaged monitor case and broken wires could not be positively identified, but was likely physical abuse. No adverse event resulted from the broken high-voltage wires. The pt rec'd a replacement monitor.